Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: (description incoming product condition): the valve was received dry in the provided returnkit (not submersed in liquid as suggested). Result: it should be noted that the valve was received dry. The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated the valve to the best of our abilities. First, we performed a visual inspection of the progav. Besides scratches, no significant deformations wer detected. Next, we tested the permeability, adjustability, as well as the brake functionality and brake force. The valve was permeable, albeit difficult, and bloody fluid was flushed out. The valve could be adjusted to all specified pressures and the brake function as well as the brake force could be measured as expected. Finally, we have dismantled the valve. Inside the valve we have found a small amount of build-up substances (likely protein). Based on our investigation, we are unable to substantiate the claim of occlusion. At the time of our investigation, the valve was shown to be permeable, albeit with difficulty. However it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further actions required.

Event description:
According to the complainant a progav was blocked postoperatively. The patient was originally implanted on (B)(6) 2017; 18 days later, the malfunction was noted. The valve was explanted on (B)(6) 2017 and returned to the manufacturer for evaluation. Further details were not provided.